Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found, the customer comment that the mobile programmer application displayed a white error screen was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the mobile programmer application displayed a white error screen, while ventricular threshold testing was performed on a dependent patient. The mobile programmer application went black. And then displayed the error screen. The application was restarted. And subsequently, displayed a low tablet resources diagnostic message. The application host tablet was restarted. No patient complications have been reported, as a result of this event.